Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 600cc saline breast implants, catalog number 3502600, serial number (B)(4), lot number 5896857. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a (B)(6) caucasian female patient who underwent primary augmentation with mentor saline implants on (B)(6) 2010 with no prior medical history with exception to seasonal allergies reported the following: "mentor smooth saline breast implants under the muscle in 2010. A couple years later, multiple issues started showing up with no other medical explanation; fatigue, anxiety, heart palpitations, sensitivity to heat, low libido, sensitivity to caffeine, headaches, dizziness, vertigo, thinning hair, thinning eyebrows, muscle pain and weakness, extreme muscle knots in shoulders, neck pain, more frequent illness (colds etc)." The patient also reported that she had bilateral breast cysts that presented as lumps in 2015. It was recommended that they be monitored, and the patient got sonograms every 1-2 years for monitoring. She has been to the doctor multiple times and had numerous blood testing, hormone testing, etc. All have come back "perfect." The last few years, her energy and libido are non existent. She has dizziness most days that lasts all day. Her pain continues to get worse; shoulder muscle pain getting worse. She reports muscle knots that no amount of massage will release, muscle pains in shoulders and random knots that come and go throughout the body. The patient experiences heart palpitations when not doing activity and has an irregular heart rhythm. The patient reports that she gets shaky often and has an increased sensitivity to caffeine, hot and cold. She has occasional abdominal pain. The patient has anxiety and panic attacks when she never had them before. She has recently submitted hair samples for testing, but has not received the results yet. All of these symptoms continue to get worse month after month. All her doctors tell her she is perfect. The patient was treated with a testosterone shot to help with libido and energy, even though she did not have low testosterone levels. This treatment was discontinued as it made the patient angry and almost caused a divorce. The patient reported that she has bilateral breast burning, numbness, itchiness, and shooting/radiating pain. She also reported rash under both breasts and on her upper stomach area. Per patient, the imaging results did not show deflation of her implants. The patient is planning on explanting the devices but does not have the procedure scheduled as of now. This report is for the right implant.